Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic tore off upon insertion. The lens was removed without enlarging the incision and a suture closed the wound.

Manufacturer narrative:
Eval code: conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.